Event description:
On 04/25/2023, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpions bottom jaw broke off. This occurred during a case on (B)(6) 2023 the surgeon was going to pass another suture and when opening the jaw it broke off. There was no additional information provided. Additional information has been requested. Additional information was provided on 04/26/2023 it was reported that this event occurred during a knee scope with meniscal root repair. The jaw broke off outside the patient. No additional passes were required to complete the case.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Functional testing was not performed due to damage to the device. Visual evaluation found that the jaw of the device broke off and was not returned for investigation. The most probable cause is misuse due to user error. Refer to investigation photos.